Manufacturer narrative:
Patient information was unavailable from the site. Event problem and evaluation: on 27-oct-2016, a medtronic representative went to the site to test the equipment and found framerate errors during 3d imaging attempts. Replacing the mobile view station (mvs) interface cable resolved the issue. An imaging system check-out was performed, all areas passed. The mobile view station (mvs) interface cable assembly was returned to the manufacturer and an evaluation is in progress.

Event description:
A medtronic representative reported that when the imaging system was being used during a spinal fusion procedure, the mobile view station (mvs) displayed a framerate error message when attempting to take a second spin. Re-booting the system did not resolve the issue. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned interface cable found that the reported event was related to an electrical issue. The cable did not pass bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests. The 100t test passed. The gbit test did not pass, showed short between lines 7 and 8. Both gbit an 100t testing were performed using a cable validator-nt900. Passed visual inspection. The reported event was confirmed.

Manufacturer narrative:
A medtronic representative clarified that there was no impact to the patient; the case was delayed by 20-30min as we needed to bring in another imaging system to complete the second half of the case. The probable cause was that the umbilical cord from the mobile view station (mvs) to the imaging system was damaged which is why the the spin did not work. The rt kicked the cord out and it got damaged and the system did not allow them to do the spin. Since then the system umbilical cord has been replaced and everything is working 100% again. Date returned and device manufacture date provided.

Manufacturer narrative:
(B)(6).